Manufacturer narrative:
Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic procedure on (B)(6) 2017 and suture was used. At the beginning of use, it was found that the suture had already broken. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information will be provided.

Manufacturer narrative:
The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. An empty opened overwrap packet, two empty opened foils and a broken cannula were returned for evaluation. No suture was returned for evaluation to determine the assignable cause of the performance suture breakage, only was received an empty cannula and empty foils; therefore, the reported failure could not be evaluated.